Event description:
During an in clinic follow-up, loss of capture and noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician suspected lead damage to be the cause of the event. Lead provocation testing was performed and the noise was reproducible, but it did not lead to episodes of oversensing. A lead revision is anticipated to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the physician suspected a right ventricular lead fracture to be the cause of the event.